Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complains of "tingling or shock sensation in her arm ever since she got an MRI." The reporter questioned if the MRI could have damaged the device causing this sensation. The device is still in use. No patient complications have been reported as a result of this event.